Event description:
The customer reported via phone call being hospitalized twice due to high blood glucose levels, diabetic ketoacidosis, prostate infection and pneumonia. The customer stated that he broke his neck a while prior and was extremely sensitive to insertion devices. On (B)(6) 2015, the customer's blood glucose was 1300 mg/dl. He was treated with an insulin drip and antibiotics. On (B)(6) 2015, the customer's blood glucose was 450 mg/dl, and he was treated with an insulin drip as well. He stated that he was wearing the insulin pump at the time of hospitalizations. The customer's blood glucose reached as high as 1400 mg/dl. The customer requested additional training on the insulin pump to better program the bolus wizard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.